Event description:
It was reported that a pump programming session report was not available on the clinician programmer. Later, it was learned that the hcp did not update the pump at the programming session as previously thought. The pump was successfully updated and a report was printed. The device system was used to deliver baclofen.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).